Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The physician was performing a right leg antigrade approach and using the device through 4 fr ansel with wire. While attempting to get from distal pt into dorsal arch the wire poked through the cxi. The wire was removed and the plastic jacket fm wire remained on the device. No complications and no additional procedures or intervention was required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.